Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct (cbd) performed on (B)(6), 2012. According to the complainant, during the procedure, the inner guide catheter could not be retracted and the stent could not be deployed. It was reported the guide catheter was kinked and the tip of the guide catheter popped out of the stent barb. It was confirmed that the guide catheter did not break and the device was removed as a unit from the patient. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed the guide catheter to be broken, therefore this is now an MDR reportable event.

Manufacturer narrative:
(B)(4): a broken guide catheter fragment and stent component were returned for evaluation. The push catheter was not returned. Visual evaluation revealed no damage to the stent component. The broken guide catheter fragment was stretched and kinked, indicating resistance was met during deployment. The noted damages are likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.